Manufacturer narrative:
E1:initial reporter facility name - (B)(6)e1: initial reporters facility number - (B)(6)

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd stent balloon expandable was selected for use. Upon opening the package for inspection, the physician observed that the stent was dislodged from its intended position at the distal front portion of the delivery system, indicating that the device could not be used as intended. The procedure was then completed using with another of the same device. There were no patient complications as a result of this event.